Event description:
It was reported that the emts were called to the home by the family. The pt was found sitting in the kitchen bleeding from the right internal jugular line. Emts reported that approx. 3 inches of the catheter was protruding from the skin with copious amount of blood on the floor and coming from the catheter. The catheter was not intact. Distal end of the catheter including the two extensions were not attached or observed at the scene.